Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer treated the high blood glucose with insulin pump therapy and a manual injection. The customer explained that the high blood glucose persisted after an infusion set change. The customer expressed nausea as a symptom of their high blood glucose. The customer did not complete troubleshooting for the high blood glucose and stated that she had a bent cannula. The customer changed the infusion set and everything worked fine. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.